Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a signal too high alarm and an unexpected restart alarm on the insulin pump. Customer's blood glucose level was 196 mg/dl. Customer stated that it started with a high pitched beep. Customer took the battery out for 10 minutes and the screen went blank after 10 minutes. The issue happened again this morning while the customer was sitting down and working. Customer stated that a temp basal was not programmed before the alarm occurred. Pump was not stored or not in use for an extended period of time. The alarm is recurring during normal pump use. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Customer also had a program alarm anomaly, which was cleared and the display returned after troubleshooting. No additional information provided.